Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas with a g7 sensor experienced high blood glucose of 243 mg/dl after lunch and disclosed that the meal was announced more than 30 minutes after starting the meal. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education regarding correct meal announcement timing. Investigation included review of device data and user-reported use, with counseling provided on proper meal announcement protocol. Investigation of this case revealed user error related to delayed meal announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incorrect operation.